Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a no delivery alarm while attempting to bolus. The customer was unable to troubleshoot at the time of the call because they were not home. The customer stated they were able to push insulin through their infusion set in the past. The customer's blood glucose was unknown. Customer was advised to call back to troubleshoot. The insulin pump will not be returned for analysis.